Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported a ventilator experienced a primary (main) alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse could not confirm nor duplicate the reported issue. The fse reported that there was no main alarm fault in the detection or observation instrument. It was then suspected that the alarm may have been caused by the ventilator speaker¿s poor contact. After plugging in and out the cable again, there was still no problem. After explaining the reasons to the department, the device was continued to be observed and tested. The device passed testing and was returned to full functionality.